Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain name: medtronic minimed country: united states of america street:18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient experienced an event of tape not sticking that was due to his job as it is sometimes physical and the tape came loose on (B)(6) 2026.